Event description:
The pt reported that she activated the pod on the night of (B)(6) 2012 and woke up the morning of (B)(6) with blood glucose of 396 mg/dl at 5:45 am. She corrected with a bolus (dosage not reported) and ate breakfast but did not change the pod. Mid-morning she developed a headache with nausea and vomiting. By the second class period of the school day she went to the nurses office. Her blood sugar was "high" (>500 mg/dl) at 9:27 am and again at 10:22 am. Her mother picked her up at school and gave her a manual injection for correction (dosage unreported) which lowered her bg to 418 mg/dl by 2:06 pm, but it rose again within 30 minutes (465 mg/dl at 2:35 pm). She was vomiting and her mother took her to the emergency room where she was given IV insulin and fluids for dehydration and also medication for her nausea. The pt stated that her doctor told her the nausea caused the rapidly rising bg. She spent the night in the ER and came home the next morning. The pt does not know if there was any wetness around the pod but stated that the cannula was not kinked. The pt's mother stated that the cannula was not inserted in the infusion site and that her daughter was not receiving her insulin.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or product defect could have contributed to the pt's hyperglycemia. The pt's mother stated that the cannula was not inserted in the infusion site. This condition would interrupt insulin delivery and could contribute to high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria. The monipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."